Event description:
Revision surgery due to stem loosening after about 3 years after primary. The surgeon revised the Medacta stem with a competitor stem and revised Medacta head and liner with a new Medacta head and liner.

Manufacturer narrative:
Batch review performed on 23 July 2026: Lot 2209145: (b)(4) items manufactured and released on 28-Sep-2022. Expiration date: 19-Sep-2027. No anomalies found related to the problem. To date, (b)(4) the items of the same lot have been sold with no similar reported event during the period of review. Root cause: